Event description:
It was reported that the customer does not get the low reservoir alert. During the call the family member reported that the customer was hospitalized for high bgs and dka. The customer had a no delivery alarm and did not change the site. The doctor believes it is pump malfunction. Suggested the customer to take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed the contact to call back to perform the high bg rule.